Event description:
In 2009, the patient reported he has had elevated blood glucose readings ranging from 350-400 mg/dl all day. His normal blood glucose range is 80-140 mg/dl. He said he has the normal elevated blood glucose symptoms and has been treating his readings by delivering boluses of insulin. He stated he checked his insulin infusion device history and all boluses were delivered. He said at 4pm today, he removed his headset and discovered the cannula was kinked. He inserted a new headset. The patient was instructed to disconnect from his headset and bolus 2 units of insulin through the tubing. He did this twice but insulin did not drip from the tubing. He was then instructed to detach the tubing and prime until he saw insulin drip which he successfully did. Courtesy infusion sets, device adapters, and an infusion set insertion device were sent to the patient. On follow up with the patient 4 days later, he stated his blood glucose is back within his normal range and he has had no further issues. The patient did no require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.